Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. The customer reported complaint was not replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, jaw ceramic dots were present. Energy was delivered without any issues and the electric continuity test passed. The jaw gap passed with the .003" gage. A review of the logs showed no failures. The complaint remains a reportable event due to the following: the vessel sealer extend instrument reportedly did not sufficiently complete a seal. However, the reported issue could not be replicated during analysis testing.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer instrument was not sealing properly. The instrument was replaced with a backup vessel sealer instrument and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator (roco) and obtained the following additional information: the roco clarified that the vessel sealer instrument was not sealing properly. The roco was unsure about an audible signal heard from the generator or not and was unable to confirm if the system produced the completed seal tone (fast audible tones). No error messages or codes were generated. The roco confirmed that the vessel sealer instrument did not encounter any obstructions between the instrument jaws. Target tissue was less than 7mm in diameter and the vessel was not calcified. There was no bleeding experienced by the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument involved with this complaint. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument did not seal properly. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend instrument was not sealing properly. The instrument was replaced with a backup vessel sealer extend instrument and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator clarified that the vessel sealer extend instrument was not sealing properly. The robotics coordinator was unsure if there was an audible signal heard from the generator or not and was unable to confirm if the system produced the completed seal tone (fast audible tones). No error messages or codes were generated. The robotics coordinator confirmed that the vessel sealer extend instrument did not encounter any obstructions between the instrument jaws. Target tissue was less than 7mm in diameter and the vessel was not calcified. There was no bleeding experienced by the patient.